Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that patient's lead exhibited over sensed noise. The lead was capped on 01 aug 2024 and replaced with new lead. Patient condition was stable.